Event description:
Complainant alleged that while attempting to treat a male patient (age unknown) the device gave a "no shock advised" prompt for a rhythm clinicians believed was shockable. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction. Please reference medwatch report 1220908-2015-00107 for an adverse event using the same device.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.